Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
It was reported that a transmitter battery issue occurred. Misuse : expired product. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.